Event description:
The duett sealing device was deployed following a left heart catheterization procedure (via a 6f, right arterial access site) and it was the patient's first catheterization procedure. Immediately after duett deployment, distal pulses were absent. The patient's foot turned white, and the patient complained of coolness and pain in right foot. A surgical thrombectomy was performed, to which the patient responded well. Distal pulses were reestablished with no further complications. A co field employee, present during the event, stated that the deployment was unremarkable.